Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The pump was returned to the biomedical dept from the inpatient surgery unit with an unsigned note that stated, "pt cable not working." No specific pt info, pump programming, or event details were provided. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. The customer contact reported that when the device was retested using a known good pt pendant, the device delivered a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).